Event description:
When foot pedal was depressed, microtip would not emit high-pitched sound that indicated it was in cutting/debriding mode. All fittings and cords were checked, attempts to operate unsuccessful. Turned off console, unplugged all cords, restarted proper set up procedures handpiece still not functional. Had to open a second microtip handpiece kit for procedure which worked well.